Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failure. A field service engineer replaced the door latch to resolve this issue. Preventative maintenance has performed field service engineer stated that the failure occurred while the user was attempting to issue medication and there was no delay in dispensing workflow. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door 3 was failed intermittently. There were no adverse events or injuries reported based on this event.